Event description:
Olympus medical systems corp. (Omsc) was informed that during incoming inspection for repair at olympus service operation repair center (sorc), it was found mucosal blood came out from the air/water channel (nozzle) of the subject device. The subject device had been returned to sorc for repair of the malfunction in the air/water nozzle, which has not been removed mucosal blood even after washing with an olympus automated endoscope reprocessor model oer-4 (not available in the USA) many times. The occurrence date of the event is unknown. There was no patient injury associated with this report.

Manufacturer narrative:
The subject device was inspected at sorc. It was confirmed the reported phenomenon and the pale red colored foreign material came out from the air/water channel of the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to insufficient reprocessing or handling. It is recommended to the user to instruct the method of handling regarding usage environment, etc. Olympus will continue to monitor field performance for this device.